Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) checked the system remotely and instructed the customer to switch on/off the footswitch which did not help. A philips field service engineer (fse) inspected the system on site and confirmed the reported problem. Fse replaced the wireless footswitch, base station, and charger. Failure part analysis of the defective wireless footswitch and base station indicated that there was no failure. After replacement of the wireless footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless foot switch lost connection and could not be used anymore. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.